Event description:
It was reported that a ventilator had an unresponsive keyboard while in use on a patient. The patient was removed from the ventilator and placed on a second ventilator. There was no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse recommended replacing the keyboard assembly.